Event description:
It was reported that a malfunction occurred. There was no information provided regarding the impact on the customer¿s blood glucose level. The device is being returned, and a replacement pump has been arranged for the customer.